Event description:
It was reported that the multigen radiofrequency generator was being used in a procedure when the screen went black. The procedure had not yet begun but the event resulted in the procedure being rescheduled after the patient was under general anesthesia. There were no patient or user injuries and no adverse consequences reported with this event.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation is completed.

Event description:
It was reported that the multigen radiofrequency generator was being used in a procedure when the screen went black. The procedure had not yet begun but the event resulted in the procedure being rescheduled after the patient was under general anesthesia. There were no patient or user injuries and no adverse consequences reported with this event.

Manufacturer narrative:
The contract manufacturer was able to confirm the reported event. The touch screen was found to be have moisture infiltration and was inoperative. As the device functioned properly after the touch screen was replaced, the root cause was determined to be due to the touch screen failure.